Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as (B)(6)) h10: the actual device was not available; however, two (2) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure test was performed and no leak was observed. A pull test was also performed and no separation was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in the patient line tubing of a homechoice cassette which resulted in a leak. The pinhole was close to the patient connection. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.